Event description:
It was reported that pump displayed a cartridge change error, which resulted in customer¿s blood glucose rising to approximately 500¿600 mg/dl. Customer gave self a correction insulin injection by pen or syringe and did not need help from emergency services or other third parties. Technical support guided customer inspect and clean pump pneumatic tap area, remove misplaced o-ring, and complete load process, after which cartridge was successfully reloaded.